Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this info.

Event description:
It was reported that a trained physician attempted arteriotomy closure with the starclose device after an interventional procedure. The device got stuck in the patient and the device was surgically removed successfully. Closure was achieved with surgery. No additional information is available.